Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements less than 200 ohms through the device and oversensing on the right ventricular (rv) channel. A revision procedure was performed and when the pocket was opened, the lead was tested in several configurations and the patient's av node function was checked at 130bpm. Once testing was done and the physician realized he could get around the patient using the lead, he decided to leave the rv lead in service and just replace this device in order to avoid a replacement procedure in three years. No adverse patient effects were reported.